Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and a dissection occurred. The dissection was successfully repaired with multiple stents. It was further reported, that the pt experienced a myocardial infarction. The pt had no complications from the infarction and is expected to do well.